Event description:
The unit was returned for repair with no symptoms reported. When turned on, it would not power up. Examination of the inside disclosed significant water damage with extensive corrosion. There was no pt involvement. The event is not occurring more frequently or with greater severity than is usual for the device.